Event description:
Provider states the bearings are worn out. The inside of the head tube may be destroyed as well. Provider states end-user drive up one mile, mile and a half gravel drive way on a regular basis.